Manufacturer narrative:
An attempt to reproduce the reported event using 3.2.0[1284] prod build installed on iphone 13 (v16.1.1) with mmt-1885 pump (software version 6.7v) was conducted and the issue was not reproduced. The software meet the specified requirements and performance expectations, (srs doc: (B)(4)): (B)(4) agile doc: (B)(4). After conducting a thorough investigation of dashboard logs, user display message(udm) and periodic packet(pp) we could not identify any anomalies. We suspect that the customer's issue may be caused by several factors, including not clearing the app cache and data or if the do not disturb (dnd) mode is enabled or battery optimization feature is enabled. To assist with resolving the issue, we provided the helpline team to : 1. Try clearing the app cache and data. 2. Disable do not disturb (dnd) mode. 3. Disable battery optimization feature. We have informed the helpline team that please confirm the issue with the customer and if the issue still persists, kindly create a new svn with screenshots of notification setting page, video & full details. This will allow us to address the matter very efficiently and effectively. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received by medtronic indicated that the customer reported software error. Troubleshooting was not performed. No further details were given. Troubleshooting was not performed. No harm requiring medical intervention was reported. It was unknown whether the device will be continued or discontinued, and it will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.